Manufacturer narrative:
The manufacturer previously reported receiving information alleging a ventilator's oxygen leaked out and therefore, the patient's spo2 temporarily dropped to around 50%. The patient was subsequently removed from the device and manually ventilated. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was not duplicated. The device operated and alarmed as designed.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information alleging a ventilator's oxygen leaked out and therefore, the patient's spo2 temporarily dropped to around 50%. The patient was subsequently removed from the device and manually ventilated. The device has not been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.